Event description:
Severe withdrawal after having my medtronic pain pump replaced on (B)(6) 2021. I have had a medtronic pain pump since 2008. I'm on my 3rd pump. After surgery on (B)(6) 2021 I got deathly ill. On (B)(6) 2021 went to the ER on (B)(6) 2021 was diagnosed with withdrawal from new malfunctioning pain pump. I followed up the next morning with the dr who manages the pump. The pump was checked and found to be working. He used a c-arm to see if the catheter had come disconnected. I have a diagnosis of blocked medtronic pain pump catheter and have been scheduled for surgery 3 times; twice the neurosurgeon has canceled as I arrived for surgery and once less than 24 hrs before. I have been in severe pain, it has affected my mental health and I was at the point of killing myself, everything "medtronic has said this is an emergency" but the drs have not treated it as such. I'm hopeless at this point knowing the drs are doing nothing. I haven't ever had suicidal thoughts until this complication. The only antidepressant I took prion to now was trazodone for sleep. I feel like the drs are just blowing me off. Wrong test was ordered then they ordered a second dye test that came back with the same results. I am about to the end of my rope and may decide to leave the "state" to seek treatment in another.

Event description:
Severe withdrawal after having my medtronic pain pump replaced on (B)(6) 2021. I have had a medtronic pain pump since 2008. I'm on my 3rd pump. After surgery on (B)(6) 2021 I got deathly ill. On (B)(6) 2021 went to the ER on (B)(6) 2021 was diagnosed with withdrawal from new malfunctioning pain pump. I followed up the next morning with the dr who manages the pump. The pump was checked and found to be working. He used a c-arm to see if the catheter had come disconnected. I have a diagnosis of blocked medtronic pain pump catheter and have been scheduled for surgery 3 times; twice the neurosurgeon has canceled as I arrived for surgery and once less than 24 hrs before. I have been in severe pain, it has affected my mental health and I was at the point of killing myself, everything "medtronic has said this is an emergency" but the drs have not treated it as such. I'm hopeless at this point knowing the drs are doing nothing. I haven't ever had suicidal thoughts until this complication. The only antidepressant I took prion to now was trazodone for sleep. I feel like the drs are just blowing me off. Wrong test was ordered then they ordered a second dye test that came back with the same results. I am about to the end of my rope and may decide to leave the "state" to seek treatment in another.